Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The initial inspection revealed two pins broken off of the black power lead connector and in addition, the surface of the connector was found to have indentations. The system controller was connected to the equipment in the manufacturer's lab and the system controller would not communicate with the system monitor and was also unable to start the test pump when connected. The controller covers were opened and severe burn damage to the printed circuit board was revealed, confirming the reported event of the red heart alarm. The cause of the damage was unable to be conclusively determined. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The bedside rn reported that the red heart was alarming with a steady tone and the red battery alarm light was lit. In addition, it was noted that there was no information displayed on the system monitor. New batteries were placed on the existing system controller but alarms continued to sound. The system controller was replaced with another system controller and the issue was resolved.